Manufacturer narrative:
Review of the associated DHR found no device nonconformities that might have contributed to the event. The product labeling identifies pseudarthrosis as possible complications associated with use of the device.

Event description:
A patient underwent a revision surgery to address pseudarthrosis developed after a lanx interspinous process device was implanted on (B)(6) 2012. During the revision surgery, the surgeon removed the lanx interspinous process device and replaced it with pedicle screws.